Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, damage to the battery compartment and battery cap, as well as evidence of moisture in the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was peeling off the base starting at ok button. All of the keypad buttons responded normally. No contamination was found underneath any of the keypad button contacts. The bolus button cover was torn, but still responded normally. The battery compartment was found to be cracked at the threads. The battery cap that was returned with the pump was found to have stripped threads. There was evidence of moisture corrosion observed in the battery compartment. The pump failed a leak test due to the crack in the battery compartment. The display was dim and discolored. The pump case was removed to investigate and no further evidence moisture corrosion was observed on the internal components. (B)(6).